Manufacturer narrative:
The snaps that connect the disposable device to the reusable handpiece are plastic and would not show up on a pt x-ray. Unless the pt has any post operative swelling or inflammation, there is no reason to suspect the missing piece may have fallen inside the pt cavity and not been retrieved. If the missing snap is found, or if the incident device is returned for evaluation, a follow-up report will be submitted.

Event description:
The report stated that during a pelvic tumor resection, two snaps that connect the disposable device to the reusable handpiece broke. One of the pins was found outside of the pt cavity, but the other one was not found. The staff noted it took more force than usual to connect the disposable device to the handpiece.